Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported MRI shows the device is folded.

Event description:
Patient reported a right side rupture, "discomfort and tenderness" and "hurting" from the breast to " the shoulder." Patient additionally reported MRI shows the device is folded. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Crease/folding of implant: crease fold observed on the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Wear abrasion observed on the device. Delamination partial of the orientation dot observed (adhesive failure). Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported a right side rupture, "discomfort and tenderness" and "hurting" from the breast to " the shoulder". Patient additionally reported MRI shows the device is folded. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture, "discomfort and tenderness" and "hurting" from the breast to "the shoulder". Device remains implanted.